Event description:
It was reported by the customer that a pyxis medstation es system had a burning smell. The customer reported that the device was unresponsive and producing a burning odor and advised disconnecting the power cable from the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due to a power cable and auxiliary cable frayed/damaged and drawer latch solenoid frozen. A field service engineer replaced the power cable, auxiliary cable, solenoid, controller and drawer's pyxiebus controller to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was unresponsive and producing a burning odor. The customer was advised to disconnect the power cable from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-sep-2022 to 25- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due to a power cable and auxiliary cable being frayed/damaged and drawer latch solenoid frozen. A field service engineer replaced the power cable, auxiliary cable, solenoid, controller and drawer's pyxiebus controller to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.